Manufacturer narrative:
The reported event of the implant being unable to be placed into the osteotomy and/or lacking primary stability is likely due to the patient bone quality (pre-existing condition) or the surgical technique. There is no reported malfunction and/or deficiency of the implant and there is no indication that the implant has caused or contributed to the failed attempt to place the implant. More than 800 complaints related to this event have been investigated since 01-apr-2017 and, out of these investigations, no signals indicating potential manufacturing non-conformances affecting primary stability have been identified. Therefore, this event has been deemed not reportable zimmer biomet complaint number (B)(4). Patient identifier unknown/not provided. Age at time of the event unknown/not provided. Weight unknown/not provided. Email address unknown/not provided. PMA/510(k) number k011028 and k013227. Summary investigation.

Event description:
It was reported that the dental implant had lack of primary stability due to low bone density. No other implant was placed.